Event description:
Reportedly a pt was on morphine therapy while hospitalized. The pt's family is reported to have pushed. The pt control button while the pt was asleep. The pt subsequently exhibited symptoms of decreased respiratory function and was unresponsive to verbal stimuli. Pca was discontinued and the pt was treated with narcan. The pt was moved to ICU for monitoring. This pt has a history of sleep apnea which is believed to have contributed to this event. The customer is not sending a pump for eval since the pump use could not be indentified and this event was attributed to user error by the hosp.